Manufacturer narrative:
A vyaire representative went on-site to investigate the reported event. The vyaire representative was able to confirm the suspect device remains quarantine while the user facility conducts internal testing. The customer reported no evaluation could be performed at this time. A review of vyaire's service record show the device has not been sent to vyaire for routine overhaul intervals as recommended. The vyaire representative confirmed the suspect device was being maintained by the user facility's biomed. At this time, it is unknown whether or not initial performance checks were performed prior to use, use of external analyzers were used to verify performance, and if suspect device was serviced or calibrated by a vyaire trained technician. A contributing factor to the reported event may be due to blender maintenance service history. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported a suspected serious injury involving a bird 3800a microblender that was detected at the user facility. On (B)(6) 2019 it was discovered that the dial was set at twenty-one percent (21%) oxygen (o2). However, was found delivering ninety-six percent (96%) o2 when analyzed. The issue occurred on a premature neonate. On (B)(6) 2019, the neonate underwent an eye examination which showed bilateral retinopathy of prematurity. The customer reported the involved machine was immediately taken out of service on (B)(6) 2019 and was confirmed to be administering the incorrect oxygen blend.